Manufacturer narrative:
Insulin pump passed rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No motor movement noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received pump error alarms. Insulin pump was not able to rewind. It was reported that insulin pump may have been exposed to magnetic field as pump was received from a medical center. Customer's blood glucose value was 184 mg/dl. The customer was assisted with troubleshooting. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. Customer will return device for analysis.